Event description:
It was reported that during a hip fracture surgery, a patient fell off the table and the safety strap was not used.

Manufacturer narrative:
Based on the information obtained from device evaluation and investigation, there no problems with the device itself. Safety straps were not used on the patient during the hip fracture surgery due to the anatomical conditions of the patient. The owner's manual of the device has several warnings that indicate using safety straps when the device is in use. Mizuho osi does not recommend to stop using safety straps under any conditions. Thus this incident is deemed as intentional off-label use of the device along with user error for failure to follow manufacturer's recommended guidelines and recognized best practices for patient safety. An educational in-training was performed at the hospital by qualified mizuho osi personnel following the incident.

Event description:
It was reported that during a hip fracture surgery, a patient fell off the table and the safety strap was not used.